Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited a rise in threshold four days following implant. The thresholds were variable and eventually rose to high values and the ipg was unable to capture. The patient experienced bradycardia. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.